Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: ¿ discontinue use if an allergic reaction occurs. Precautions: ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood not made with natural rubber latex". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the natural latex in the purewick female catheter caused a severe allergic reaction to the patient. The customer experienced this issue in two separate facilities. It was stated that both facilities used the purewick system on them and caused allergic reactions. The patient was currently in another facility for treatment because they recently had a stroke. As per the follow up information received via phone on (B)(6) 2021, it was stated that the patient experienced burning, itching and raw skin with use of the pure wick system in a facility. The patient also had a latex allergy and stated that they used the device because they were not aware that the latex was present. The patient was given antibiotics that cleared the rash and the patient felt much better now.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the natural latex in the purewick female catheter caused a severe allergic reaction to the patient. The customer experienced this issue in two separate facilities. It was stated that both facilities used the purewick system on them and caused allergic reactions. The patient was currently in another facility for treatment because they recently had a stroke. As per the follow up information received via phone on 20oct 2021, it was stated that the patient experienced burning, itching and raw skin with use of the pure wick system in a facility. The patient also had a latex allergy and stated that they used the device because they were not aware that the latex was present. The patient was given antibiotics that cleared the rash and the patient felt much better now.